Event description:
A pt connected to our life pulse high frequency ventilator system coded. When the supervisor of respiratory care responded to the call, she discovered the staff had pulled apart the cv circuit and the endotracheal tube was too low. She started to bag the pt and the pt responded. No alarms were sounding and everything seemed to be working. They changed out the pt box (used with the life pulse high frequency ventilator) and resumed ventilation. The pt responded. The supervisor of respiratory care did not believe anything was wrong with the pt box but wanted it evaluated.

Manufacturer narrative:
Our failure investigation found no malfunction. Unrelated to the reported symptom, the pressure transducer and the transducer manifold were replaced as a preventive measure.